Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the top right corner of the touchscreen became unresponsive. In addition, it was reported that it took longer than expected to fill tubing. Reportedly, it took approximately 30 units of insulin to fill tubing when it typically takes 16 units of insulin. Customer's blood glucose level was not impacted. Multiple attempts were made to follow up with the customer on the reported touchscreen issue. No response from the customer was received.